Event description:
The customer reported that the insulin pump was making a high-pitched noise and the keypad became unresponsive. The customer had discontinued use and was on a back-up plan. The customer stated that when the battery was placed back in the insulin pump, it would count up, stop at a black screen and shut off completely. Buttons were not responding. The customer's blood glucose was 157 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. No high pitched noise or keypad anomaly could be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).